Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. The blood glucose reading at the time of the event was over 1,000 mg/dl. Customer was treated with an insulin drip and stated that the insulin pump had been removed immediately upon admission. Customer was treating with manual injections. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.